Event description:
It was reported that the left ventricular lead exhibited a high capture threshold. No intervention was performed and there were no patient consequences. The patient will continue to be monitored.